Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device appeared to be working properly. Jaws were closed to remove device and the jaws would not reopen. There were no adverse consequences to the pt. One device returning.

Manufacturer narrative:
Information anticipated, but unavailable at this time.